Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb would not tighten to the syringe and leaked. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 309581 batch no.: unknown. It was reported the needle does not tighten to keep the medication inside resulting in leakage of the medication during injection. Additionally, it was reported the needle came off the syringe and was stuck in the consumer's leg. I am writing to express a recurring problem I've had with one of your injection needles. As a consumer, I use a 25 gauge, 1 inch, 3ml needle and 3 times in a 1 year span the needle does not tighten to keep the medication inside and it will leak out during the injection and the last time which was (B)(6) 2020, the needle came off the syringe during the injection and was stuck in my leg. In all these instances the nurse checked and tightened the needle before proceeding with the injection. I'm concerned for my safety and it forces me to repeat the injection and use another vial of my prescribed medication.